Event description:
The niagara pump was being set before a procedure. The knob to turn on the pressure was broken and this could not be used to operate the machine. The pt was never brought back to the or; the case was rescheduled. A new pump has been ordered. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working.